Manufacturer narrative:
Additional information was received about the device details, they were updated in this report. Box d was updated in this report.

Event description:
A rep dreamstation auto CPAP device was returned to a third-party service center with information alleging stomach numb. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. Additionally, no error codes were found. The device was passed the final test. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.